Event description:
Caller reported that the quick bolus/wake button on pump was difficult to press and required multiple attempts to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by troubleshooting issues, including confirming pump usage without a power source, but ultimately decided to send a replacement pump. Until the replacement arrived, it was advised to keep the pump plugged into a power source to operate the screens. Customer was instructed on returning the problematic pump and informed about using mdi and insulin pens as backup therapy.